Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed air in the patient line of a homechoice cassette. The event occurred during an unspecified process step of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Proper procedures per the user manual were reviewed with the hp. Continuous ambulatory peritoneal dialysis was discussed. There was patient involvement and no patient injury or medical intervention noted at the time of the initial report.